Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the end of the peanut broke of and fell into the patient. They were able to recover the piece that fell in. No tissue loss. No tissue damage. No bleeding. 10-15 minutes extension of surgical time.